Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation; however, the account reported the low flow alarms were in the setting of ventricular tachycardia (vt). A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported outcome could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2025 through (B)(6) 2025. Transient low flow fault flags were captured on (B)(6) 2025 when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm) and resulted in low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 4 also notes that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that echocardiogram noted right heart failure. The patient had recurrence of ventricular tachycardia and underwent atrioventricular valve ablation on (B)(6) 2025. Milrinone was weaned off on (B)(6) 2025. The patient was reported to have no insurance and was a do not resuscitate (dnr) and remained inpatient. It was later reported that the patient passed away due to biventricular failure. The right ventricular failure was not device related as it existed prior to the left ventricular assist device (lvad) implant. The patient was previously on home milrinone, which was discontinued when the patient was transferred to hospice. The outcome was not device or therapy related. The device was not explanted.

Event description:
It was reported that the patient presented to the hospital with multiple low flow alarms in the setting of ventricular tachycardia (vt). No further alarms since the vt has stopped. The patient's modular cable was noted to be significantly deteriorated with rubber coating essentially absent. One spot had visible wires that had patient covered with electrical tape. The patient expressed concern that the pump stopped during these episodes. On initial interrogation, it did not appear to be the case. The modular cable was exchanged. The log files did not contain any evidence that the modular cable damage interfered with pump operation. The log file did not contain any pump stops or speed drops below the low-speed limit. The data contained low flow events on (B)(6) 2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred when the pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.